Manufacturer narrative:
The customer performed troubleshooting with the support of a beckman customer technical specialist. The customer identified that the ise tubing was defective. The customer replaced the ise tubing to resolve the issue. The customer verified the analyzer returned to normal operation. Section a2, a4, and a5: information not provided by customer. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported that ten (10) patients had high sodium patient results on their cell 2 of the au5800 clinical chemistry analyzer. The results were reported outside the laboratory. The samples were repeated on a different au analyzer with normal results. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient data or demographics.